Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 4:09pm. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his usual diabetes management routine in response to the reported issue. Twenty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "nauseated, sick, and irritable" and by 4:30pm on the same day, self treated with humalog (unknown dose) per the advice of his doctor, in response to the symptoms. The cca noted that the batteries did not need replacement. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.